Manufacturer narrative:
Additional information: based on the received information and in situ measurements from the field, it seems that the reported issue might be related to a transient air bubble over the reference electrode. In addition device unrelated otitis media was present which probably caused a temporary fluctuation in impedance values. Latest measurements received indicate normal impedance values.

Event description:
It was reported that the user's hearing performance with the device has decreased. The child had been diagnosed with a suppurative otitis media and was prescribed antibiotics for discharge in right ear. Per new information received in april 2021, the ear is completely dry and clinically fine. The user is responding better now according to the parents.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user's hearing performance with the device has decreased.